Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. Compromised force sensor system alarms were not verified due to motor error alarms. The device had racked case at display window corners, cracked belt clip slot, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer is unable to exit the preparing to prime loop. No gap seen between the piston and reservoir stopper during prime. Current blood glucose value was 193 mg/dl. Nothing further reported.